Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the plasma product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause could not be determined. The run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the plasma product reported for this collection. The run was event free, with no adjustments or changes in pump speed made during the procedure. However, it is possible, though not conclusive that this leukoreduction failure may have been due to improper loading of the tubing set, inaccurate donorpre-count entry, a processing error during product measurement, or may be donor related. Improper loading may include the channel not fully seated into the filler. Inaccurate donor pre-count may include an entered hematocrit that is much lower than the donor¿s actual day-of donation hematocrit.

Event description:
This product is not available in the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.